Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the silverhawk atherectomy device during procedure to treat plaque in the mid left tibial/popliteal trunk. The device was prepped per IFU with no issues. It was reported that the device was inspected with issues noted. Upon removal of the catheter physician noticed near the proximal wire exit port at the rapid exchange the white portion of the catheter was peeling and mistook it as plaque removed from the vessel and so pulled on it. Upon further inspection noticed it was the white coating on the shaft near the proximal wire exit port that was peeling. It is unknown whether it is the pet liner or hydrophilic coating. The device was not wiped down prior or in between uses. The peeling occurred when the device was removed from the patient. A non medtronic 0.014¿ wire was used. There were no issues with patient and nothing was left in patient. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned with the cutter positioned distal to cutter window and with biologics in the tip. Visual inspection of the housing confirms that the proximal end of the guidewire lumen is detached from the housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.